Manufacturer narrative:
The enterprise 5000 bed is equipped with two folding side rails each made of three metal pipes. The side rail provides a barrier from the top of the head section to the area below the knee, leaving a gap at the foot end of the bed, which allows the patient to exit the bed when needed. The identified weld failure caused that the side rail detached partially from the bed¿s frame and could not be locked in the upper position. Following device service history, the side rail was not replaced in the past. This bed was manufactured in apr 2007 which indicates that the side rail weld breakage could be a subject to wear during regular usage. To sum up, the arjo device failed to meet its manufacturer¿s specification since the side rail was damaged. There was no indication that the bed was used with the patient when the failure occurred. The complaint was decided to be reportable due to side rail partial detachment caused by the snapped weld. No injury was reported.

Event description:
It was observed during the enterprise 5000 bed service, that the side rail weld next to the side rail operating knob was cracked causing the partial detachment of the side rail. There was no indication regarding patient involvement and no injury was reported.